Manufacturer narrative:
The touchscreen assembly was tested and no failures were identified.

Event description:
The customer reported the touch screen was not working; touch screen calibration has been performed and the issue continues. The customer reported there was no patient involvement.